Event description:
Information was received indicating that during use of the cassette both of the patient's pumps exhibited a "no disposable, pump won't run" alarm. It was reported that the cassette had about twenty-four hours of medication left. Per reporter patient would subsequently change out the cassette. It is unknown if there were any adverse effects. Per reporter no further details were provided.